Manufacturer narrative:
B3: reported month/year of the event was stated but the exact day was not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube was blocked and the medicine could not enter. The event occurred during priming with no patient involvement.